Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-mar-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 24-mar-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she is not getting any relief. The trial was fantastic. But she gets no relief with the permanent ins. Pt says she is very discouraged. Pt says she has done several reprogramming. About 2 days ago, 3 days ago, she met with their manufacturer representative at their healthcare provider. Pt had an x-ray done that same day 3 days ago and it was confirmed that the leads were in the correct place. Additional information was received. It was reported a replacement device was sent. The replacement was very slow to charge their implanted device and took 2 or more hours to get to 60-100%. The patient had no relief, they had been in regular contact with their manufacturer representative and there had been multiple changes in settings and they still had no relief. An x-ray was performed and the patient had good placement. Patient responded from follow up sent. Patient reported they don't recall what steps were taken to resolve issue reported. Patient thinks charger was replaced. Patient reported ins not giving relief has not been resolved. Pt called from number registered repeating they never had effective pain relief like they did with the trial since implant. Pt said trial gave them 100% relief. Pt said they'd been going to a different pain clinic and trying out different pain relief options and they did an x-ray recently which showed pt's lead had migrated from t-7 to t-9.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from patient regarding their complaint, patient reports since implant they've had no relief. Their trial was good. Patient states the x-ray done showed no migration of leads, all reprograming and adjustments done did not help. Patient adds they are have their device removed, and the issue has not been resolved.